Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of dislodgement, high capture thresholds and difficult to position. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement, confirmed by echocardiogram (ECG), lead evaluation with the programmer and by x-ray. Additional information states that the lead also exhibited high capture thresholds, and that the patient has a difficult atrial anatomy to get a secure position for the lead. This lead was replaced for a non-boston scientific product. No additional adverse patient effects. The product was received for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement, confirmed by echocardiogram (ECG), lead evaluation with the programmer and by x-ray. Additional information states that the lead also exhibited high capture thresholds, and that the patient has a difficult atrial anatomy to get a secure position for the lead. This lead was replaced for a non-boston scientific product. No additional adverse patient effects. The product was received for analysis.